Event description:
One patient sample with discrepant results for multiple tests. The following results were provided: initial glucose result 7.76 mmol/l, repeat 5.26 mmol/l, repeat using different instrument, same method 5.29 mmol/l; initial potassium result 3.9 mmol/l, repeat 4.4 mmol/l, repeat using different instrument, same method, 4.5 mmol/l; initial creatinine result 37 umol/l, repeat 761 umol/l, repeat using different instrument same method 785 umol/l; initial phosphorus result 0.92 mmol/l, repeat 1.86 mmol/l, repeat using different instrument, same method, 1.93 mmol/l; initial uric acid result 134 umol/l, repeat 327 umol/l, repeat using different instrument, same method, 360 umol/l; initial ferrtin result 18.7 umol/l, repeat 9.8 umol/l, repeat using different instrument, same method 9.8 umol/l. If additional information is received, appropriate notification will be provided.